Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).please reference medwath report 2032227-2014-26366.

Event description:
It was reported that the customer was hospitalized for low blood glucose in the summer, five to six years prior to the date of this report. Blood glucose level was unknown at time of hospitalization. The customer did not know what led up to the hospitalization. She stated she was walking on vacation and never checked her blood glucose and could not feel her blood glucose level dropping. The customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.